Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following the steps, the error did not occur again. The customer successfully commenced their sensor session.